Event description:
It was reported that during the device change out procedure, the physician discovered it was possible to move the strain relief back and forth over the outer insulation. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.